Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments, of the complaint are: rupture: observed, opening striated on anterior side assessed, as surgical damage. Additional observations: yellow particles of the surface of the shell.

Event description:
Device has been explanted.